Manufacturer narrative:
The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on the implant operative report provided to davol by the patient¿s attorney. On (B)(6) 2007 - the patient was diagnosed with uterine-pelvic prolapse, cystocele, rectocele, stress urinary incontinence (sui) and underwent a 2 part procedure. The procedure included a total vaginal hysterectomy, bilat salpingo-oophorectomy, sacrospinous ligament fixation with the implant of a bard/davol flat mesh, posterior colporrhaphy, and pubovaginal sling suspension with the implant of a non bard/davol "polyform" mesh followed by cystoscopy. Per the implant operative report details, "the right sacrospinous ligament was then grasped, 2 sutures of gore-tex were placed through the sacrospinous ligament. Following this a small postage-sized stamp of mersilene mesh (davol flat) was placed on the inferior subcu area of the vaginal cuff and anchored down with vicryl in each corner. Following this, the pre-mentioned gore-tex suture which was sutured through the mesh in the vaginal mucosa was tied down to reapproximate the vaginal access to the normal angle." The attorney alleges unspecified adverse patient outcomes associated with use of device.